Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used everflex entrust self expanding stent along with non medtronic 7fr sheath and .035x260 guide wire during procedure to treat ta none calcified plaque and soft tissue lesion in the left proximal, mid and distal segments of the sfa and popliteal arteries with chronic total occlusion (cto-100%). The vessel diameter and lesion length are 5mm and 130mm respectively. There was no damage noted to packaging and no issues noted removing the device from hoop/tray. The device was prepped per IFU with no issues identified. The lesion was pre dilated using a 4mm balloon. The device did not pass through a previously-deployed stent but was partially deployed. There was no resistance encountered when advancing the device. Stent deformation in vivo during positioning/deployment occurred. The stent was 150mm elongated deployed in the vessel. It was reported that the distal stent was in position in the p2 segment of the left popliteal artery. Physician removed the lock-pin then started to deploy the stent by rotating the thumb wheel. About halfway through the deployment the thumb wheel stopped rotating. Physician decided to manually pull the stent off the deployment catheter. This elongated the stent but it fully deployed. The deployment catheter was removed in-tact and observed. The stent was then post dilated with a 4mm balloon. There was no damage to the deployment mechanism or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed prior to deployment. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: visual inspection: the everflex entrust was inspected and found the red locking pin was removed. The distal end of the catheter shaft was inspected with direct light applied and verified the stent was not loaded. The pusher was located approximately 20.5cm from the distal tip. At bend to the catheter shaft was observed approximately 17.5cm from the distal tip. The working length of the catheter was approximately 150cm. Functional testing: the thumb wheel was rotated and observed the pusher did not move. It was discovered the pull cable came out from the handle assembly. The end of the pull cable appeared frayed. The handle assembly was cracked open and inspected the inner guidewire tubing. Buckling of the inner assembly was noted approximately 4.5cm from the proximal end of the blue isolation sheath. Buckling was also observed at the proximal edge off the clear luer. The proximal end of the silver outer was pulled out from the catheter shaft to be inspected. Dried blood was noted, and a portion of the frayed pull cable was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.